Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I for one male patient. The following patient information was provided (reference range <26 ng/l, males): the initial blood draw on (B)(6) 2024 at 13:04, sid (B)(6), troponin result was negative. A repeat blood draw at 19:20 with sid (B)(6) on the alinity (B)(6) was positive (115 ng/l). The next day, another blood draw was performed, sid (B)(6), troponin result was negative. On (B)(6) 2024, the positive sample (sid (B)(6)) was recentrifuged and the repeated on the other alinity, result= 26.5 ng/l (positive), also repeated on a beckman analyzer, result= 26.8 ng/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. A review of customer data and information was reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints by lot 64389ud00 did not identify an increase in complaint activity. The ticket trending review did not identify any related trend regarding commonalities for lot number 64389ud00 and issue for the product. Device history record review did not identify any non-conformances or deviations associated with lot number 64389ud00. The overall performance of the alinity I stat high sensitive troponin-I reagent was reviewed using field data from customers worldwide. No field data is available for lot 64389ud00, but for lots 64553ud00 and 64555ud00 which contain the same bulk material. Therefore, these lots have been reviewed instead. Review shows that the median of the patient results obtained for the lots 64553ud00/ 64555ud00 are within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot(s). Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent lot 64389ud00 was identified.

Manufacturer narrative:
This report is being filed on an international product list 08p13, that has a similar us product distributed in the us, list 04z21. Complete entry for section a1 - patient identifier : (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I for one male patient. The following patient information was provided (reference range <26 ng/l, males): the initial blood draw on 01sept2024 at 13:04, sid (B)(6), troponin result was negative. A repeat blood draw at 19:20 with sid (B)(6)on the alinity ai23109 was positive (115 ng/l). The next day, another blood draw was performed, sid (B)(6), troponin result was negative. On 03sept2024, the positive sample (sid (B)(6)) was recentrifuged and the repeated on the other alinity, result= 26.5 ng/l (positive), also repeated on a beckman analyzer, result= 26.8 ng/l. There was no impact to patient management reported.